Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its battery. The device was not in patient use.

Manufacturer narrative:
The device's internal battery was replaced to correct the issue. There was no patient harm or injury reported.